Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007, (B)(6) 2008 and (B)(6) 2012 due to stress urinary incontinence, urinary urgency, urge incontinence, nocturia and microscopic hematuria. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, dyspareunia, and vaginal scarring. It was further reported that patient underwent mesh revision/removal on (B)(6) 2007 due to mesh failure, related complications and vaginal mesh erosion. The patient underwent mesh revision/removal on (B)(6) 2008 due to mesh failure, related complications and anterior vaginal mesh erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to mesh failure, related complications and exposed vaginal mesh. The patient underwent mesh revision/removal on (B)(6) 2012 due to mesh failure, related complications and anterior vaginal wall erosion. Additionally, it was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to mesh failure, related complications, vaginal mesh erosion, mid to distal urethrovagial fistula and small fibers of mesh in the periphery of this fistula. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion, the patient experienced recurrent urinary incontinence.